Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300 mg/dl and experience no delivery. The customer had symptoms such as feeling lethargic and wobbly and sore legs. Customer treated high blood glucose with insulin pump. Customer's blood glucose value was 474 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did not contact their healthcare professional. Customer declined to troubleshoot for high readings stating that blood glucose had risen to 540 mg/dl and was resolved with a set change.